Manufacturer narrative:
The report of illegible numerals on the product label was confirmed through an image evaluation. Two color images showed illegible numerals on the device expiration date label. Numerals "0" and "4" appeared smeared and illegible. The investigation of this issue is still currently in progress. A root cause determination cannot be made at this time.

Event description:
It was reported by the edwards lifesciences (B)(6) warehouse that illegible numerals on the device expiration date were detected during an incoming product inspection.

Manufacturer narrative:
Reference CAPA-20-00141.